Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and death.

Event description:
Dexcom was made aware on 04/23/2017 that on (B)(6) 2016, the patient was hospitalize for heart issues and remained hospitalized until he passed away due to a hypoglycemic event on (B)(6) 2016. Patient was not wearing was the continuous glucose monitor (cgm) during admittance at hospital. No additional event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event of death could not be confirmed. A root cause could not be verified.